Event description:
The pt's intrathecal drug delivery system was explanted at the request of the pt due to it "interfering with their employment opportunities."

Manufacturer narrative:
Used for catheter. Final device analysis results revealed: catheter leakage/hole. The catheter had a hole 14.8 cm from the distal tip. Appeared to be possibly due to abrasion. Pump analysis was normal. This report filed followed an internal audit.